Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant, the right ventricular (rv) lead exhibited high thresholds, possible undersensing, and non-capture. The rv lead remains in use. No patient complications have been reported as a result of this event.